Event description:
It was reported that a keepsafe fall monitor alarm model 8350 may have no tone, may have intermittent flickering of led lights and or may not have power. No patient injury reported.

Manufacturer narrative:
Evaluation results: the alarm has a battery door that is damaged and there is an intermittent tone with or without a sensor pad. Conclusion: no conclusion can be drawn.